Event description:
It was reported that the patient faced an event of hyperglycemia of 386 mg/dl which was treated by correction bolus pump on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA (B)(4).